Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10 and they were unable to clear the alarm. They stated that this resulted in an approximately 5 hour delay of therapy and that the patient did not have any alternate feeding method. At the time of the complaint the initial reporter stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).